Event description:
Case description: since last submission the case have been updated with the following: expected date of follow up was extended in EU/ca tab. Annex b c d g codes updated in device addendum tab. Narrative updated accordingly.

Event description:
Case description: investigation results - name: novopen 3, batch number: vug0407. Visual examination and functional testing were performed. Dirt can be observed inside and outside the dose indicator window. Dirt can be observed on dose indicator barrel and cartridge holder. The printing of pen body logo was worn out. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen surface is worn. Scratches or dents in pen surfaces, or wear on printed or engraved figures on the pen surface caused by normal or rough use of the device. The fault has no impact on the mechanical functions of the pen. Since last submission the case have been updated with the following: investigation results updated. Device tab: is non-reportable field updated, device available for evaluation and returned to manufacturer on updated. EU/ca tab: final report check box ticked and expected date of follow up report was removed. Device addendum: annex b c d g codes updated. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available. Final manufacturer comment: 07-dec-2025: the suspected novopen 3 device was returned to novo nordisk for assessment. Initial inspection revealed the presence of dirt on dose indicator barrel and cartridge holder. The device's mechanical functionality was tested and found to be within specification, with no anomalies observed. The dust and foreign matter identified were attributed to accidental damage incurred during use, and do not affect the device's mechanical operation. The observed problem is not related to any novo nordisk processes, and it is a result of accidental damage during use of the device. Elderly age of the patient (73 years old) and underlying type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen 3, batch number: vug0407 visual examination and functional testing were performed. Dirt can be observed inside and outside the dose indicator window. Dirt can be observed on dose indicator barrel and cartridge holder. The printing of pen body logo was worn out. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen surface is worn. Scratches or dents in pen surfaces, or wear on printed or engraved figures on the pen surface caused by normal or rough use of the device. The fault has no impact on the mechanical functions of the pen.

Event description:
Case description: since last submission the case have been updated with the following: expected date of fu report extended. Narrative updated accordingly.

Event description:
Event [preferred term] (related symptoms if any separated by commas) the patient with type 2 diabetes had unstable blood sugar [diabetes mellitus inadequate control], the numbers in the dosage counter of novopen 3 was unclear [device malfunction]. Case description: this serious spontaneous case from china was reported by a consumer as "the patient with type 2 diabetes had unstable blood sugar(type ii diabetes mellitus inadequate control)" beginning on 2025, "the numbers in the dosage counter of novopen 3 was unclear(dose counter malfunction)" with an unspecified onset date, and concerned a 73 years old male patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes", patient height, weight and body mass index were not reported. Current condition: type 2 diabetes (diagnosed when the patient was over 40 years old). Concomitant products included - awiqli flextouch (insulin icodec 700 u/ml) . On an unknown date, the customer reported that the numbers in the dosage counter of novopen 3 was unclear and needed replacement. During the conversation, it was mentioned that the patient had been using novopen 3 for over 20 years and was hospitalized in 2025 due to unstable blood sugar. Other details of hospitalization were not reported. Batch numbers: novopen 3: vug0407. Action taken to novopen 3 was not reported. The outcome for the event "the patient with type 2 diabetes had unstable blood sugar (type ii diabetes mellitus inadequate control)" was not reported. The outcome for the event "the numbers in the dosage counter of novopen 3 was unclear (dose counter malfunction)" was not reported. Reporter's causality (novopen 3) - the patient with type 2 diabetes had unstable blood sugar (type ii diabetes mellitus inadequate control) : unknown . The numbers in the dosage counter of novopen 3 was unclear (dose counter malfunction) : unknown. Company's causality (novopen 3) - the patient with type 2 diabetes had unstable blood sugar (type ii diabetes mellitus inadequate control) : possible . The numbers in the dosage counter of novopen 3 was unclear (dose counter malfunction) : possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available.